Event description:
It was reported that the user experienced high blood glucose after a supply change and noted the odor of insulin; inspection showed the infusion set was deployed with the needle guard still attached, resulting in improper insertion and lack of delivery until the site was replaced, after which insulin delivery was resumed. Symptoms included hyperglycemia peaking at 400 mg/dl accompanied by irritability. Outcomes included no hospitalization and resolution after site replacement and continuation of therapy. Investigation included troubleshooting and user education by instructing the user to remove the occluding needle guard, replace the infusion set, and verify proper connection and delivery. Investigation of this case revealed an infusion set deployment error with the needle guard jammed against the body, preventing proper infusion. It was concluded that user technique caused the delivery failure, and device function was not implicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.